Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6 device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed an opening assessed as fold flaw opening and an opening assessed as surgical damage like. As per the investigation procedure, creases, wear abrasion and non-penetrating nick were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported left side rupture confirmed via ultrasound. Device has been explanted and replaced.

Event description:
Healthcare professional reported left side rupture confirmed via ultrasound. Device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No further actions are required since no issue in the manufacturing of the device is observed. A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.